Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had non-functional therapy electrodes.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent open pulse wire between the front therapy electrode and ECG a. The root cause for the intermittent open pulse wire was excessive force. No adverse event resulted from the open pulse wire.